Event description:
I had a bilateral total hip replacement on (B)(6) 2006. I received the depuy total hip system pinnacle 100 acetabular cup sz mm52. Prior to surgery, I had pain in both hips due to degenerative joint disease. On (B)(6) 2012, a blood test was taken and I was diagnosed with high levels of chromium and cobalt in my blood. I had to have a bilateral total hip revision on (B)(6) 2012 requiring add'l hospitalization. Postoperative diagnoses (B)(6) 2012: metallosis of both hips status post depuy modular metal-on-metal total hip replacement. Painful retained proximal left femoral cerclage wire.